Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16636. It was reported a patient's implantable cardioverter-defibrillator presented with post-paced t-wave oversensing (pptwos) from a vibratory alert for non-sustained ventricular over-sensing. Upon interrogation, it was noted that there was also atrial lead noise. Programming changes were made for the pptwos to restore normal parameters. The patient was stable.